Event description:
It was reported during surgery, when the pin to rod coupling in disposable kit (steriled) was used, the rod was not able to be fixed. The procedure was completed with a hoffman2 (non sterile type) pin to rod coupling without problem. After the surgery, the surgeon confirmed pin to rod coupling, it did not function normally when the nut was tightened. The surgeon considers that the pin to rod coupling has been loosened during manufacturing too much. The product was discarded on the hospital.

Manufacturer narrative:
Device was discarded by the hospital. No evaluation will be performed. If the device or additional information becomes available, it will be provided on a supplemental report.